Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: it was reported that there was an oxygen leak in a sub assembly, and that the self-test failed.

Manufacturer narrative:
Investigation outcome: it was reported there was an oxygen leak in an unspecified sub assembly, and that the self-test failed. No other information was available. No patient involvement. The issue concerns a self-test that was not passed. The self-test is performed during the ventilator's startup process, prior to patient connection. This test ensures that the ventilator's components, including alarms, sensors, and circuits, are functioning correctly. It is a standard safety feature to ensure that the ventilator is functioning correctly before it's used on a patient. A failed self-test does not indicate a malfunction but rather was designed to prevent it. It serves as a security check to ensure all systems are functioning properly. If self-test is failed, it does not imply immediate danger, but rather alert an issue that needs to be addressed to prevent future problems. In conclusion, a failed self-test is not a critical failure, but part of the pre-emptive safety and maintenance measure. As soon as the underlying issue is addressed properly, the ventilator can be safely used on patients. Hamilton medical inc. Sent a replacement of the o2 mixer assembly (msp161609) to be replaced by the customer. There was no response from the customer after three requests for additional information if replacing it resolved the issue. This case is considered as closed.